Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - sensor comfort system 1, lot number - exp. Date 12/31/2015 (B)(6) - sensor comfort system 2, lot number - exp. Date 12/31/2015.

Event description:
Customer allegedly received the following results, with the same meter, using two different test strip vials with the same lot number and same expiration date, within 10 minutes: 177 mg/dl (advantage/sensor iii) (system 1) and 82 mg/dl (advantage/sensor iii)(system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.